Event description:
Follow up information received reported that the patient had no concerns with the device therapy. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that about 6 weeks or so prior to the report, the patient experienced an increase in stimulation and felt a "rushing down" and shocking down her whole body. The patient met with a manufacturer's representative and everything was fine for a while. The reporter indicated that the patient didn't usually adjust stimulation; she kept it at 3v or turned it off. Although, it was noted that the patient left her device off "quite a bit". About 4 weeks prior to the report, the patient noticed a "sensation of bugs crawling down her legs" that hadn't subsided. There was no known incident related to this. The reporter stated that the patient was scheduled for an appointment with her healthcare provider. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).